Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts/ migration of the essure device") and pregnancy with contraceptive device ("unexpected pregnancy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("significant pain/ pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with medical device pain and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the creation of 2 pregnancy cases (B)(6) for ectopic pregnancy and (B)(6) for stillbirth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts/ migration of the essure device') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("significant pain/chronic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with medical device pain and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("unexpected pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the creation of 2 pregnancy cases (B)(4) for ectopic pregnancy and (B)(4) for stillbirth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: new event ectopic pregnancy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.